Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station touchscreen was off. A field service engineer (fse) inspected all cables in the drawer and powered the unit off and back on. However, the station did not automatically load the application. The fse entered admin mode and manually ran the auto-start file. After rebooting, the station prompted for a password. The fse attempted to log in using 'cfnadmin' and 'securestn' accounts but was unsure of the domain. It was later determined that the domain field should remain blank. The fse rebooted the station again, and the application launched successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a login issue and displayed an error message stating 'cfn admin password to continue'. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.